Event description:
Bowel injury.

Manufacturer narrative:
Bowel injury is a known risk of the procedure and is clearly described in the product labeling. This event can possibly be attributable to undetected adhesions but this is not definitive.